Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an issue with intermittent power with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2015 with the following findings: the battery cap was able to fully tighten however the slot on top of the cap was damaged. A power loss was not duplicated. The battery cap did not measure within the height specifications. There was a battery compartment crack observed below the grip pad. One call service 054 error and multiple pump reboot events were observed in the black box. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. No "intermittent power" events were duplicated during the investigation. There was no evidence of moisture or loose components inside the pump. Unrelated to the initial allegation, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.